Event description:
Related manufacturing ref: 3008452825-2021-00493, 3008452825-2021-00494, 2184149-2021-00318. During a ventricular tachycardia procedure, multiple catheter display issues were noted on the ensite system which caused a prolonged procedure. Multiple troubleshooting efforts were attempted, but the issue remained. The system was exchanged to a non-abbott mapping system in addition to a non-abbott catheter and the procedure was continued and completed with no adverse consequences to the patient. Due to the issues, a one hour delay occurred.

Manufacturer narrative:
One precision surface electrode kit leg patch was received for evaluation. The front, back, right, left, and neck patches were also returned. The liners were not returned. The patches displayed continuity with no open circuits detected. In addition, the leg patch was able to be validated with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue remains unknown.